Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the insulin pump had blank display.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with normal operating current. Device passed self test. Device passed off no power test. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and also received button error alarm. The customer¿s blood glucose level was 402 mg/dl. The insulin pump will be returned for analysis.